Event description:
The micro neuro blunt hook broke into two parts just at the tip as the surgeon was attempting to remove additional fragments out of the disk space. Both pieces were retrieved and x-ray verification was performed to ensure no parts were retained in the patient. There was no patient harm.